Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012250550 were returned and analyzed. The received image showed an unidentified pulse select catheter having structural damage to the array assembly. The array was knotted on the tip stuck inside the sheath. Visual inspection of the loop catheter was performed and the loop catheter appeared intact without any issues. The array and coil had no knot and was all in the same plane with 20° angle. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The guidewire was not returned. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a third of the total slide. The shaft was re-aligned, consequently the guidewire lumen and the steering wire, and sliding control knob retested. The sliding mechanism retrieved a normal functional state and it was possible to retract the catheter back and to extend to full stroke of the sliding distance. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal again, with the distal catheter tip responding with approximately 170° rotation in both directions. The guidewire lumen was likely stuck due to dried blood, saline, or contrast. An attempt to soften the guidewire lumen using disinfectant to dilute potential dried blood did not help. Dissection of the handle and the shaft distal to the handle found the guide wire lumen was kinked and blood was found in that location, which most likely caused the guide wire lumen to be stuck there and sliding mechanism didn't work. In conclusion, the reported knotted array issue was not confirmed for the returned catheter, despite the returned photo from the field showed a knotted array on the loop catheter. The retraction issue of the loop catheter was confirmed through testing. The loop catheter failed the inspection due to kink on the guide wire lumen close to the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was unable to be retracted into the sheath due to a knotted array. The sheath and catheter were removed from the patient with the knotted array sticking out of the sheath. It was noted that the array may have knotted during catheter manipulation outside of the right inferior pulmonary vein (ripv) with the wire positioned proximally. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.